Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. The device's downloaded event log was reviewed and a service required alarm indicating a sensor mismatch error and an oxygen regulation alarm condition were observed. The device has not yet been evaluated. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition. There was no harm or injury reported. The device was evaluated by the manufacturer's field service engineer. The service required alarms indicating the o2 concentration was not within specification and a circuit mismatch alarm were confirmed. The device's oxygen blending module, three-way solenoid valve and proportional valve were replaced to address the issues. The components were returned to the manufacturer's product investigation laboratory (pil) for additional testing. The pil technician confirms that all three components worked as designed. No malfunctions were noted.

Manufacturer narrative:
The previously submitted manufacturer narrative and become aware date were incorrect. The become aware date is 02/19/2025. This report is being submitted to correct the narrative as follows. The manufacturer previously reported service required alarms indicating the o2 concentration was not within specification and a circuit mismatch alarm were observed. The device also failed a test step indicating an active exhalation verification failure. The device was evaluated by the manufacturer's field service engineer. The device's machine flow sensor was replaced to address the circuit mismatch alarm condition. The device's system board, oxygen blending module assembly and oxygen blending harness were replaced to address the o2 concentration service required alarm condition. The device's three-way solenoid valve and proportional valve were replaced to address the failed test step. The oxygen blending module, three-way solenoid valve and proportional valve were returned to the manufacturer's product investigation laboratory (pil) for additional testing. The pil technician confirms that all three components worked as designed. No malfunctions were noted. The components were scrapped.